Event description:
While cleaning and turning vented patient, noticed probe on patient toe pulse oximeter had the wires exposed. Immediately removed probe from patient; no harm. Wires were not exposed when device was applied.